Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 20.2 ml from and expected delivery of 20 ml. Delivery accuracy for this device requires delivery of 20 ml +/- 1 ml (+/- 5%). No changes in the programmed setting were noted during testing. The pump history was downloaded at the service center. Pump history indicated on (B)(6) 2010 at 1111, pump was programmed for intermittent delivery, with a 186 ml dose amount, a 3 hours infusion time per dose, every 8 hours, for 3 doses, a 0.8 ml/hr kvo rate, and a 575 ml container size. On (B)(6) 2010 at 0912, a new container was indicated. At 1237, infusion was started. At 1310, does 1 began. At 1601 delivery stopped and 176.1 ml delivered. At 1604, a start alarm is indicated. At 1623, dose 1 ended and 186 ml delivered. Between 1803 and 1804, the delivery was stopped and the keypad unlocked. At 1807, dose time was reprogrammed to 2 hrs 45 mins instead of the reported 3 hours and the dose frequency was reprogrammed to 7 hours 45 mins instead of the customer reported 8 hours. At 2119, keypad was locked and infusion was started. At 2123, dose 2 delivery started. On (B)(6) 2010, a new date stamp is indicated. At 2409, dose 2 ended. At 0107, infusion was stopped. At 0136 infusion was started. Between 0508 and 0754 dose 3 began and ended. At 1128, infusion was started. At 1253, infusion ended. At 1409, infusion was stopped, a new container and infusion was started and dose 1 started. At 0455, dose 1 ended and kvo rate started. At 2155 dose 2 begins. On (B)(6) 2010, a new date stamp is indicated. At 2440 dose 2 is ended. At 0540, dose 3 begins. At 0649, the delivery was stopped, dose 3 was stopped and 76.9 ml delivered. Between 0650 and 0651, the delivery was started and stopped, dose 3 was stopped with 77.5 ml delivered and the delivery was started. At 0827 dose 3 ended. Review of the history indicates the pump delivered as programmed. This report represents all the info know by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported the pump was found with a dose frequency and dose time different than originally programmed. On an unspecified date and time, the pump was programmed to deliver an unspecified concentration of vancomycin, for a duration of 3 hours, every 8 hours, and the delivery was started. No further programming parameters were provided. After an unspecified length of time, the nurse found the pump dose time had changed from 3 hours to 2 hours 45 minutes, and the dose frequency had changed from 8 hours to 7 hours 45 minutes. The pump was removed from clinical service. It was reported that the pt had a vancomycin blood level drawn; however, the value was not provided. The customer contact reported there was no change in the pt's status. There were no reported adverse pt effects and no delay of therapy critical to this pt. Though requested, no add'l info was provided including if the therapy was resumed using a replacement.